Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted body fluid contamination in the lead barrels. There was no evidence of silicon to silicon bonding. A lead was inserted into each port. Each set screw held the lead in place. There was no difficulty pulling the lead out of the ports after each screw was loosened. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. Since the patient is pacemaker dependent, a temporary pacing lead was implanted. Further troubleshooting continued and eventually the rv lead was able to be successfully removed from the pacemaker. The lead was implanted in the new device with no further issues. The pacemaker was explanted as planned. No adverse patient effects were reported.